Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence repair. After treatment, the patient experienced excision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia and right inguinal hernia. It was reported that after the implant, the patient experienced recurrence, fascial defects, pain and adhesions. Post-operative patient treatment included revision surgery and excision of mesh.

Manufacturer narrative:
(Patient codes), additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia and right inguinal hernia. It was reported that after the implant, the patient experienced recurrence, fascial defects, pain, adhesions, infection, inflammation, blood loss. Post-operative patient treatment included revision surgery, CT-scan, medication, and excision of mesh, and hernia repair with mesh. Relevant tests/laboratory data: (B)(6) 2015: op note stated CT scan of the abdomen that demonstrated 4 fascial defects, 2 in the epigastrium and 2 in the periumbilical region.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia and right inguinal hernia. It was reported that after the implant, the patient experienced recurrence, fascial defects, and adhesions. Post-operative patient treatment included revision surgery and excision of mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced recurrence. Post-operative patient treatment included revision surgery and excision of mesh.